Event description:
New stryker bed started smoking. Pt had spilled (2 gallons) of water on it. (Pt was not in bed at the time). It had "electrical smell" and smoked enough to require evacuation of room. Bed was evaluated by vendor and maintenance. No defects found.